Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had center buttons hard to press. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a other button. Customer stated that insulin pump was dropped and clip had broken. Customer stated that near the battery side on the it had a crack. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will not be returned for analysis.